Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during maintenance, a ventilator failed to work on battery power and generated an alarm. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.